Manufacturer narrative:
E1 corrected. H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2024-68151. The investigation will be documented under MFR report number 2518422-2024-68151. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A touchscreen was ordered in a material only work order. This investigation is ongoing.